Manufacturer narrative:
The pump functioned properly during the prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery. Customer advised they change the set and reservoir every time, however, they continue to receive the alarms several times a day. Troubleshooting for the no delivery alarm was performed. Customer advised that a nurse assisted them and insulin squirted out at the end of the cannula. Customer was still dissatisfied and wanted a replacement insulin pump. Customer was advised that the device would be replaced and agreed to return the product for analysis.